Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for lot # 5203972 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident can't be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle, 21 g x 1.25 in. Needle tip within the adapter stuck through the rubber causing blood leakage. There was no report of blood exposure, serious injury or medical intervention.